Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate erratic readings. Eleven days later, this medical affairs specialist contacted the patient to clarify info obtained from the initial call. The patient tests her blood glucose 2 times per day and controls her diabetes with humalog, humulin n, and humulin 70/30 based on a sliding scale per the lfs meter readings. The patient also uses a continuous blood glucose monitor to detect her hypoglycemia because she has hypoglycemia unawareness. According to the patient, the inaccurate erratic issue first occurred twelve days prior, at 9 pm. The patient reported blood glucose results of "431 330, and 242 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient allegedly took 7 units of novolog insulin per the "242 mg/dl" obtained on the lfs meter. At 12:30am, the patient had symptoms described as "shaky and sweats" while her continuous blood glucose monitor was alerting her of a low blood glucose. The patient administered self-treatment with food/beverages and eventually a glucagon injection. At 3am, her symptoms reportedly abated. The patient feels that had the lfs test strips not given inaccurate high readings, she would have been able to prevent the alleged hypoglycemia episode. The patient's medication regimen and testing frequency has not change immediately before or after the date of the incident. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood sample were taken from approved testing sites, the meter was coded correctly, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed she had symptoms that were suggestive of severe hypoglycemia after she took insulin per the lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.